Event description:
Caller reported she had performed multiple troubleshooting with representative, power the communicator on and off and re-scan the co mmunicator multiple times and turning the communicator light back on. Caller reports she connected to her implant with recharger right after using her communicator. Caller reported this past friday, she had to turn stimulation back on, the communicator would not connect, she had to use the recharger and recharging app to turn stimulation back on. Troubleshooting performed. Resetting the communicator. Close all apps and power the handset off. Caller reports she was able to connect to her implant without issue. Suggested to caller to wait a few minutes so the communicator goes to sleep or use the close all apps before connecting the recharger and recharging app. Caller also mentioned her physician had implanted the ins too deep, caller was unable to use the recharging belt, she has to use the recharger directly on skin. Any materials would block the charging.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.